Event description:
It was reported to philips that the system's flexvision monitor was unable to display the live image. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was aborted. The philips remote service engineer (rse) inspected the system remotely and confirmed that the flexvision monitor was unable to display live images. The review of system log files showed flexvision hard disk failure. Upon troubleshooting, the philips field service engineer (fse) confirmed that the hard disk of flexvision was failed. The fse also checked the video splitter, which was also likely failed. The cause of the video splitter failure was not conclusively determined by the supplier's part analysis. However, replacing hard disks and video splitters and reloading software by the fse has resolved the issue, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.